Event description:
It was reported via repair work order that the siderail would not lock upright as it was detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.